Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2014 (08:59): ck=304 u/l, normal upper limit 200; (B)(6) 2014 (03:11): ck=288 u/l, normal upper limit 200; (B)(6) 2014 (03:11): ck-mb=27.5 ng/ml, normal upper limit 5.0; (B)(6) 2014 (03:11): troponin t=0.30 ng/ml, upper reference limit 0.03. Concomitant products: dilatation catheters: sprinter legend 3.0x15, nc quantum apex 3.5x12; other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience xpedition stent in the mid left anterior descending artery. During stent deployment, a small dissection occurred at the proximal edge of the stent. A 3.0 x 12 mm xience xpedition stent was implanted to treat the dissection, which resolved on (B)(6) 2014. Post procedure, the patient experienced a non-serious cardiac enzyme elevation. No treatment was provided and the patient was discharged to home 1 day post procedure. No additional information was provided.